Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that there was evidence of plaque shifting at the distal edge of the stent implanted on the mid lad requiring another unplanned stent implantation (xience 12 x 2.75 mm) followed by distal edge dissection corrected with a third stent implant (xience 8 x 2.75 mm). No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - dissection, as listed in the xience IFU is a known adverse event with coronary stenting and is not necessarily an indication of a product issue. Dissection can be influenced by lesion characteristics, procedural technique, and device size selection. The IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). There was no report of any device malfunction; therefore, no indication of a product issue. A conclusive root cause for the reported pt effects, and the relationship to the device, cannot be determined.